Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 2 devices were received for evaluation; the event was not duplicated during testing. Approx 1 device was found to be affected by shattered bearing, corroded integrated bearing and debris within the nose tip. Approx 1 device was within specifications. Approx 1 device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction event, in which the device was reportedly leaking. There was no patient involvement for 2 events; no patient impact. Approx 1 event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Corrected data: 1 device was expected for evaluation; however, was not received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction event, in which the device was reportedly leaking. There was no patient involvement for 2 events; no patient impact. One event had no known patient involvement; no known patient impact.